Event description:
A purchasing professional reported the footswitch was not working right prior to surgery. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The footswitch was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch manufactured on september 21, 2010. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on may 5, 2008. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was connected to a calibrated system and found to have a left vertical switch that was not responding. The root cause of the reported event can be attributed to a nonconforming left vertical switch. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).